Event description:
I have used philips respironics CPAP machines for many years. As time wore on, I began having serious reactions to use of the machines. The problems gradually began with very excess mucous being produced while using the machines. That problem progressed into irritation of the nasal passage and eventually bleeding in that area and in my nose. I also began having serious nasal discharge during the day. The problem became so bad that I have had to stop using my CPAP. I have tried several times to resume using my CPAP by trying different philips nasal masks and humidity levels but the problems did not stop.